Manufacturer narrative:
Zyno medical is waiting for the arrival of the device.

Event description:
A distributor informed zyno medical on (B)(6) 2018 of an air-in-line issue with the device. On (B)(6) 2018, a distributor representative received an email from the center director at the user facility: "on tuesday of this week, we had a pump that malfunctioned. One of our regular patients that comes every 3 weeks for long infusions was getting some normal saline after his ivig infusion and when he got up to use the restroom, he noticed that his whole tubing was dry and full of air. The pump did not alarm when air hit the chamber to notify anyone that the infusion was 'done'. The patient did become symptomatic with some shortness of breath and was grabbing his chest as well. The np working assessed him and felt it was best to send him via ems to the ER to rule out any cardiac problems due to his symptoms." The user facility representative provided the device information, including the serial number and service date information. It was noted on the device sticker that the affected device was serviced by (B)(6) on (B)(6) 2018, and next service due date was set as (B)(6) 2019. On (B)(6) 2018, the distributor followed up with this user facility representative to obtain further information and was informed that the patient experienced symptoms of shortness of breath, chest discomfort and nausea. The patient was sent to the emergency room and after tests the patient was pronounced okay to be released.

Event description:
This is the follow up report for the initially submitted MDR (3006575795-2018-00064). Zyno medical has received additional information on the affected device from the distributor representative on 10/01/2018. The affected device was last serviced by (B)(4) at (B)(4) branch on 04/09/2018. According to the representative from (B)(4), there have been no previous repairs aside from a battery replacement and no mention of the unit failing to stop infusing or any sort of dates for manufacturer warranties. Details of the periodic maintenance from msd can be found in the attachment of this MDR. The distributor forwarded further information about the patient obtained from the user facility to zyno medical on 10/01/2018: "the patient was receiving ns 500 cc at the conclusion of the ivig infusion and the rate was 600 cc/hour set on the pump. The patient had CT of the chest, cxr, EKG, lab work (not sure of specifics)". The user facility representative also confirmed that the patient "is stable and no problems" and that "we spoke to him the day after and he was doing fine." The administration set at the time of event was "zyno medical administration set b2-70071-d" and "the same one we used all day and the ivig infusion went well without problems". The user facility confirmed that the administration set was discarded.

Manufacturer narrative:
.

Manufacturer narrative:
The reported issue of the air in line sensor not alarming when air flowed through the administration set was not confirmed. The affected pump was evaluated on (B)(6) 2018 specifically for air in line malfunctions at three separate flow rates- 1000 ml/hr, 500 ml/hr, and 125 ml/hr. Each test was run 20 times per respective flow rate. No root cause was available as the reported issue was not confirmed. The air in line sensor alarmed and the bubbles were successfully detected in every test. The pump was tested and verified to meet all specifications on (B)(6) 2018.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00064).